Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and four months post filter deployment, attempt was made to retrieve the filter. Through the sheath, a venacavogram showed that the filter was present just above the iliac confluence in relatively good position; however, it was significantly tilted to the patient¿s right. Attempt was made at retrieval by placing a snare through this to try to grasp the upper edge of the filter, but this was unsuccessful. A pigtail catheter was placed, looped through the filter legs wire reverted backwards and snared that formed a loop through the upper portion of the filter. This was then used to attempt to remove the filter, but 3 of the filter legs were bent and were directed more cephalad than they initially were set at. These were attempted to be snared again and again, but unsuccessful. The filter at this point was felt to be unable to be retrieved. This was then used to attempt to remove the filter, but 3 of the filter legs were bent and were directed more cephalad than they initially were set at. These were attempted to be snared again and again, but unsuccessful. The filter at this point was felt to be unable to be retrieved. The three upper legs of the filter that had been moved during the procedure were resnared with the sheath and pushed back to their original position and the filter left as it is. Final venacavogram showed that the filter persistently tilted with a small amount of clot within it due to the manipulation attempt. Therefore, the investigation is confirmed for material deformation, filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter limb detachment, filter migration and perforation of the inferior vena cava (ivc). Per the medical records, the retrieval attempt caused three of the legs to bend cephalad which contributed to retrieval difficulties. However, the filter legs were placed back into their original position using a snare. Additionally, the filter was significantly tilted which likely contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately three years post filter deployment , it was alleged that the filter migrated, tilted, detached, perforated and embedded in the wall of the inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: rnf: the current IFU (instructions for use) states: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the reported failures. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). Other relevant history, brand name, model #/lot #. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with a history of deep vein thrombosis (dvt) and pulmonary embolism and recurrent dvt on anticoagulation had a vena cava filter deployed in an infrarenal location at the l3-l4 level. Post deployment cavogram showed satisfactory position and alignment. Approximately two years and three months post filter deployment, during scheduled retrieval, a venacavagram demonstrated a tilted filter. Multiple attempts made at retrieval using a snare, catheter and wire were unsuccessful and three of the filter legs bent and were directed cephalad. The three bent filter legs of the filter were snared with the sheath and pushed back to their original position. The decision was made to leave the filter in place. Final venacavagram demonstrated a tilted filter with a small amount of clot in it due to the manipulation attempt; however, this was not felt to be flow-limiting and was left alone. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilt, removal difficulties, and material deformation. However, the investigation is inconclusive for migration, perforation, and detachment. Per the medical records, a snare device, followed by a loop formed with a wire and a catheter, was used to attempt to remove the filter. This could have caused the material deformation and retrieval difficulties. Additionally, the filter was significantly tilted which could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three years post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.